Manufacturer narrative:
The rse was provided a photo of the device and noticed that the tactical switch was on. The rse instructed the customer to turn the tactical switch to the off position. The customer turned the tactical switch off and the leds are working/illuminated. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was the user having the tactical switch in the on position. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The rse provided guidance to the customer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Correction made to the health impact grid from no health consequences or impact to problem identified during non-clinical proceedure.

Event description:
It has been reported to philips: logged by email: device serial number: (B)(6). Device model name: tempus pro patient monitor. Device location: (B)(6). Description of the problem: there is no physical damage to the device itself. No patients were harmed. The problem was noticed last week during routine checks. We have the tempus ls (AED) also, and keep both devices stored together in our medical room, on the charging docks. The tempus ls green charge light displays, where the tempus pro does not. I have swapped charging cables round and still does not charge. I have plugged the charging cable directly into the device itself and still does not charge. I have noticed a very faint flicker of green light on movement to indicate some form of power going into the device.